Manufacturer narrative:
B5 has been corrected with additional information received. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It was confirmed via sales rep that one ozark screw fractured post-operatively. Without additional information or returned product, a definitive root cause could not be determined.

Event description:
It was initially reported that 2 ozark screws and the locking mechanism of an ozark plate broke 6 months post-operatively. However, upon further information received, this event involves one fractured ozark screw. The additional screw and plate haven been captured in manufacturer report # 3004774118-2021-00147 and # 3004774118-2021-00148. Revision surgery has not been scheduled nor performed at this time.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that 2 ozark screws and the locking mechanism of an ozark plate broke 6 months post-operatively. Revision surgery has not been scheduled nor performed at this time. This report captures the second of two screws.